Event description:
Haptic broke off right after being implanted. Lens had to be explanted.

Manufacturer narrative:
This MDR supplement is being submitted at this time as an outcome of an internal company audit conducted on product complaint handling. It was discovered that a MDR supplement was not submitted to FDA by previous qa/ra personnel, as required. Device evaluation details from qa in (B)(4). The product was not returned, visual inspection was not performed and further information could not be provided. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. (Serial no.: (B)(4) -model 230. Unique device identifier (UDI) number has been added. Expiration date correction from 04/30/2016 to 05/31/2016. Device manufacturing date from 05/2012 to corrected date of 05/31/2013.

Event description:
The haptic broke off right after being implanted. The lens had to be explanted.